Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The large hem-o-lok clip applier instrument was placed and driven on an in-house system, and it passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and the clip would not lock when the user was squeezing to lock it. The customer used a backup instrument. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.